Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6). And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd insulin syringe leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: customer returned (2) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 7128970. Customer states that there was leakage on the side of the syringe and there is a crack on the side of the barrel. Both returned syringes were examined and one sample exhibited a crack in the barrel ranging from the 5-20 unit markings which could cause leakage. The remaining syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 6027517. All inspections and challenges were performed per the applicable operations qc specifications. Samples will be forwarded to manufacturing ((B)(4)) on 09feb2018 for further review. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cracked barrel and leakage). Possible root causes: defect could have occurred at the prep dial of the metro assembly machine. Loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. Infeed dial at barrel printers. Loss of back pressure at infeed rail also at form fill & seal. On 13feb2018, (B)(4) received two 0.5ml, 8mm, 31g syringes in opened polybag from batch # 7128970. All samples were decontaminated per (B)(4) prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause is likely to be a jaw jam on the form fill & seal (ff&s) equipment. When this occurs, any component or portion of a syringe can be caught in the jam and may exhibit varying degrees of damage, including such damage as noted within the one sample exhibiting a cracked barrel.